Event description:
Customers grandmother reported that the pump was displaying unspecified codes. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting.